Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 proposed component code: mechanical (g04)- stem. Visual examination of the provided pictures identified the explanted stem. No further evaluation can be made. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty with vertically oriented fracture of the lesser trochanter a definitive root cause cannot be determined. This complaint was confirmed based on the provided mmi confirming the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, g3, g6, h2, h11. Corrected: d4: lot number.

Event description:
It was reported that the patient underwent a revision procedure due to peri-prosthetic fracture. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, d1, d4, g3, g6, h2, h10.